Event description:
The customer tested blood glucose and received a result of 730mg/dl and went to see the doctor 2 hours later. The customer blood glucose was tested at the doctors office and the result was 140mg/dl and the customers device read 170mg/dl. The customer stated controls were in range. A request was made for the return of the suspect device and replacement product was sent.